Event description:
Information received indicates, the head section cannot be lowered all of the way down.

Manufacturer narrative:
The technician found the head section gas springs were frozen. The technician replaced the gas springs to repair the stretcher.